Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received by the facility, and the following was observed: there was a longitudinal tear along the inflation balloon area. In this case, the reported event for balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transaortic tavr procedure with a 26mm sapien 3 ultra valve, the certitude delivery system balloon ruptured at full inflation due to the presence of calcium on the sinotubular junction. There were no consequences for the patient and the implant was successfully completed with complete expansion of the valve. Standard access closure was performed without additional actions.